Event description:
It was reported that this right atrial (ra) lead was suspected of subclavian crush. Subsequently, this lead was explanted and successfully replaced. No additional adverse patient effects were reported. This lead has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this product was thoroughly inspected and analyzed. The lead returned intact and was not severed. Environmental stress cracking was observed on the surface of the lead, near the terminal end pin. Setscrew marks were present in the expected location. Additionally, stretched and misaligned coils were observed on the near the terminal end. Fluid was noted in the lumen of the lead. Dried body fluid was found on the retracted helix, which is expected for active fixation leads. Laboratory testing identified no evidence of conductor damage, electrical shorts, or lumen blockage. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, the "device problem excluded" investigation conclusion code was selected after laboratory analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this right atrial (ra) lead was suspected of subclavian crush. Subsequently, this lead was explanted and successfully replaced. No additional adverse patient effects were reported. This lead has not been returned for analysis.